Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported they left the blue needle guard on during infusion set insertion on (B)(6) 2025. The patient noticed the issue and changed it immediately after insertion. The patient replaced the infusion set and successfully resumed insulin delivery. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6014017 in question was manufactured at the reynosa site. DHR review: the lot 6014017 was manufactured according to the work instruction (wi) version 125 in the l185 on 04/jul/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.